Event description:
Reportedly, the physician identified that the suture sleeve of the subject lead was missing after it was properly positioned and ready for ligation. The lead was not implanted.

Manufacturer narrative:
(B) (4). As received, the device was missing the suture sleeve, as indicated by the physician (B) (4). Review of device history records and procedures associated to the packaging of this lead, could not identify any deficiency that could have contributed to the issue. It was therefore determined that the issue may be associated to operator error. Retraining has been performed on 05/19/2008 in order to prevent future similar occurrences.